Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient wasn't getting the relief they wanted after several reprogrammings. Patient reported falling and noticed a change in therapy afterwards. Product wasn't initially going to be replaced as it was working with no impedance issues. Lead was going to only be moved, but doctor decided to replace during the surgery and lead was thrown out before anything was said. Impedance checks were performed during every repro and noted to be wnl, x-ray was taken on 9/29 and showed the lead wasn't correct.  Patient wasn't getting relief. Revision was performed to place lead in better position for pain area. The lead in question was removed and replaced with another lead. Issue was resolved.